Manufacturer narrative:
Concomitant: dtmb1d1 ICD; 5076-52 lead, implant (B)(6) 2017.

Event description:
It was reported that the right ventricular (rv) lead had high superior vena cava (svc) impedance and suspected svc fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.